Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported at the foreign digestive disease week academic conference that post procedure, the patient presented with pain. The procedure was indicated due to a biliary obstruction. An unspecified wallstent was implanted in a severely curved lesion within the biliary tract. A week following implant, the patient complained of pain and the wallstent was removed. No additional patient complications were reported with the patient's current condition listed as unknown. Additional information was requested but is not available.